Manufacturer narrative:
Investigation results: the investigation concluded that the fracture was related to the design at the hex connection and the screw access hole which led to the recall.

Manufacturer narrative:
Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow-up report will be sent. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Event description:
Indicated device fracture. Bellatek zirconia abutment fractured one year after placement. No serious patient injury.